Event description:
Pt alleges receiving a left breast implant on 9/22/82. Pt also alleges seeing her dr on 3/19/96 because her implant had moved up towards her collarbone and appeared to have gone hard, also stretching skin as it moved up. Physician note states extensive contracture, psychological problem and wants removal.